Event description:
It was reported that the patient experienced a procedure for a saline supplementation to the balloon. No component or device was removed. A patient outcome of stable was reported. Additional information received that the reason for the saline supplementation was that there was urine leaking a little, so saline was added to increase the pressure in the balloon.